Event description:
It was reported that, during the device replacement procedure due to normal battery depletion, this right ventricular lead experienced fracture. Due to this, this lead exhibited high out of range shock impedance measurements. It was decided to surgically abandon and replace this lead. No further adverse patient effects were reported.